Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller says that when they charge ins "it will beep then the screen will turn off" and says that "its always at 100 percent, well sometimes it goes down a little". Patient services (ps) realized that patients ins must be off, and beeping is the normal operation, as it's alerting them that ins is full. Ps had pt connect with ins and it says that stimulation is off, so they turned stimulation back on. Ps reviewed that this would be why its usually at 100 percent. Pt then told me that "on my left hand side where they put the wires in, it hurts real bad there and when I'm cleaning or sweeping I can't do that for very long". Pt says its been doing this for about 2 years and confirmed it started in 2020. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the patient is scheduled to have implantable neurostimulator (ins) replaced with another ins. Patient indicated ins isn't working but wasn't able to provide more specific details and also reported pain at ins site and that they, in general, have pain. Technical services (tss) reviewed previous call history with caller and that from previous calls and session report, it is unclear if patient has been using stim to full extent since stim had been off in november and today's tablet recharge stats are unclear. Tss reviewed potentially there could be an issue with how the ins is recharging but without further information and troubleshooting, it is difficult to say that there is enough to warrant a replacement. Caller indicated that they increased stim to 1.9 ma today and patient is feeling it. Tss suggested healthcare provider (hcp) and patient consider not replacing ins today and caller meet with patient to see how they are using controller and recharger to see patient is using equipment and therapy correctly and then come back in a few weeks to see what tablet usage and recharging stats show. Tss reviewed if there is an education issue, patient will likely have the same issue even if the ins is replaced, unless patient is educated further on equipment and using stim. Caller and tss were in agreement that it is unclear if there is an actual system issue at this time but it is up to patient and hcp to proceed with replacement. Tss suggested returning ins for analysis if it is replaced.

Manufacturer narrative:
Event date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported device replaced per request of patient and physician and re-educated the patient on use and recharging.